Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the 5000 preventive maintenance kit. The fse performed all functional and safety checks to meet factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
Updated data : b4,e1(email),e2,e3,g2,g3,g6,g7,h2,h10,h11 corrected data: b5,b6,b7,d1,d5,d10,h6(impact).

Event description:
It was reported that during routine check there was an intermittent low vacuum alarm on the cs300 intra-aortic balloon pump (iabp). There was no patient involvement.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and the found problem is suspected with drive manifold, will be arranged shortly for crosschecked. Unit crossed 5000h so it is recommended to replace 5000h maintenance kit. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that there was an intermittent low vacuum alarm on the cs300 intra-aortic balloon pump (iabp). It is unknown the circumstances in which the event occurred and it unknown if there was patient involvement. However, there was no adverse event reported.